Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a change battery now alarm and battery was not accepted. Troubleshooting was performed and customer was using the suspend before low feature. No harm requiring medical intervention was reported. Advised customer to replace pump. The customer will discontinue the usage of the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display. The pump was cut open and found a misaligned battery tube. The battery tube was realigned, and pump properly booted up. The pump passed the displacement test, active current test, sleep current test and self-test. No failed battery test or unexpected battery alerts were noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Several failed battery tests were found in the history files on (B)(6) 2024 from 12:51:05.00 to 21:19:44.00. Pump error 53 alarms (file number 14 line number 1232) were found in the history files on (B)(6) 2024 at 14:04:09.00, 14:04:28.00, and 14:04:48.00 due to file delivery_msg_hndl_basal.c in line 1232 in condition what check for missed basal update response from motor one event without response is acceptable because this may be event from the past. From disassembly could be understand that value of basal updated not response what is check in macro (system_sw_error_check1(1 == basal updated not response ) must be save in r6 register and in r6 saved value is 2 dues to it macro was triggered (because macro triggered when is not condition). Problem isolated to the electronic assembly as per global logic analysis (esf3923533). Pump was cut open to perform visual inspection and found evidence of moisture damage on pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overly, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case - corner of belt clip rails, serial number label missing, scratched case. Failed battery test not confirmed during testing. Unexpected battery power loss was not observed during analysis. Unexpected battery power loss was not confirmed. Pump error 53 alarm was confirmed due to a software error anomaly. Exposed to moisture confirmed on pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.